Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. (B)(6).

Event description:
It was reported that post paced t wave oversensing was observed. Reprogramming was successful. Device remains implanted.